Event description:
The diamondback 360 peripheral orbital atherectomy device (oad) was used to treat a calcified external iliac lesion, near chronic total occlusion (cto). The vessel anatomy was normal, not very tortuous nor were there tight curves. A treatment was performed on low-speed when the patient experienced pain. Angiography revealed no issues. In the opinion of the physician, the second treatment, which was performed on medium speed, led to a perforation of the vessel. The physician believed the oad became subintimal during the second treatment. Balloon angioplasty was used to control the perforation, and an upsized sheath was used to deliver a covered stent from the external iliac artery to the common iliac artery. A second stent was eventually placed, and another dissection occurred. During this intervention, the patient experienced hypotension, which was managed with medication. The patient required an additional surgery and remained hospitalized ten days post procedure in stable condition.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).